Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. During procedure, the physician observed inadequate capture thresholds on the right ventricular lead. The physician attempted to reposition the lead but was unsuccessful because the lead helix would not extend. The lead was not used and another lead was used. Patient was stable post procedure.

Manufacturer narrative:
Final analysis found that as received, a complete lead was returned in one piece measuring 58.2 cm. The helix was partially extended and clogged with tissue. The inner coil at the connector region was found over-torqued and some filars were broken consistent with procedural damage. Electrical testing did not find any indication of conductor fracture. Visual and x-ray examination of the lead did not find any anomalies except for damage consistent with procedural damage. The reported event of inadequate capture was not confirmed.